Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. Testing found the pump to not detect an upstream occlusion. Eval found a failing upstream sensor through data viewed in the biomed options of the pump, likely resulting in the failure. The upstream sensor and pusher were replaced.

Event description:
It was found during a baxter eval that a pump failed to detect an upstream occlusion during initial testing. There was no pt involvement.